Event description:
It was reported that the patient stated that: "pump not working as well". The hcp thought that they saw a tip "free floating" in the cerebrospinal fluid on an x-ray. The patient previously (2000) had a catheter fracture. It is believed that tip is also visible on x-ray. A dye study was attempted but they were unable to aspirate and did not get any cerebrospinal fluid back when they went in. Surgical revision of the distal catheter was performed. The final outcome was not provided the concentration and daily dose of baclofen being delivered via the pump were not provided. See also manufacturer's report #: 2182207-2008-06778.

Manufacturer narrative:
Result: used for the catheter.